Manufacturer narrative:
The root cause for the patient's hip dislocating was unable to be definitively determined. The surgeon revised the implants with the same size implants. The patient's medical history is not known; therefore, it is unable to be determined if their medical history contributed to the hip dislocation. However, based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a non-conformance.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to their femoral head component becoming dislocated from their gladiator acetabular cup. During the revision surgery, both components were revised. It is unknown if the patient sustained an injury causing the dislocation or if there was another contributing factor. Both components were revised with implants of the same size. The patient also had an eleos male female midsection and a canal filling segmental stem as well as a guardian proximal femoral neck. However, these implants were not revised. The gladiator acetabular cup was not manufacturing by onkos; therefore, it will not be investigated in this complaint. There is no evidence to show that the eleos implants that were not revised may have contributed to this event; therefore, they will not be investigated in this report.